Event description:
User facility states that surgeon inserted instrument into pt's abdomen, and it was not able to open and close the clip properly. Instrument did function properly intermittently and surgeon was able to use it to complete the procedure. There were no pt injuries. Co was advised that user facility previously repaired the instrument.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.